Manufacturer narrative:
Additional information: b5, g3, h11.

Event description:
During a paroxysmal supraventricular tachycardia procedure, it was noted that air was aspirated from a sheath. The first sheath was inserted into the heart, and the septum was punctured with a second sheath. An advisor hd grid catheter was then inserted into the first sheath. When checking for backflow from the side port, resistance and discomfort were felt, but it was used as is. After mapping with the advisor hd grid catheter, the catheter was changed to a tactiflex se catheter and backflow was similarly checked, and air was removed. Air was aspirated several times but was not completely removed. Since the sheath was in the right atrium and there was no change in the patient's vital signs, the sheath was not replaced, and the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent air leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a paroxysmal supraventricular tachycardia procedure, it was noted that air was aspirated from a sheath. The first sheath was inserted into the heart, and the septum was punctured with a second sheath. An advisor hd grid catheter was then inserted into the second sheath. When checking for backflow from the side port, resistance and discomfort were felt, but it was used as is. After mapping with the advisor hd grid catheter, the catheter was changed to a tactiflex se catheter and backflow was similarly checked, and air was removed. Air was aspirated several times but was not completely removed. Since the sheath was in the right atrium and there was no change in the patient's vital signs, the sheath was not replaced, and the procedure was completed. There were no adverse consequences to the patient. Air contamination into the patient has not been confirmed. The products directly inserted into the hemostasis valve were the included dilator, advisor hd grid catheter, and tactiflex se catheter.